Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had a lamp error code e102. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h6: component code - from 841 - imager to 4749 - light source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was reproduced. Although a definitive root cause could not be determined, it is likely due to a heavy dust clogged fan air vent. Olympus will continue to monitor field performance for this device.